Event description:
The feeding tube came apart from hub when removing extension tubing. It did not impose a safety threat to one of the babies, but other breaks could. An analysis of device will be done. The tube was visually inspected prior to use.